Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced an "out of regulation" (oor) message on their patient programmer and was unable to increase stimulation. The patient was advised to contact their healthcare provider in order check the system for a possible impedance issue. No patient complications have been reported as a result of this event. Additional information was received. She said it started around late (B)(6) 2024 but at first the message did not always appear. Ins information confirmed (serial number / implant date). Regarding the cause of the oor message, according to the impedance check on 2025-jan-15, contacts 8 (>35000) and 13 (>38000) were broken. The physician took an x-ray to confirm the location of the lead. The x-ray looked exactly like the one directly after implant, there were no kinks etc. They were able to program around the broken contacts. If more contacts break, the lead will have to be replaced. Information confirmed with physician / account.

Manufacturer narrative:
B3: date is year valid. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.